Manufacturer narrative:
It was concluded that a too long exposure time of anesthetics (eye drops) was the root cause for the reported event. This led to a dehydration of the cornea. The cornea shrunk down and the resulting cut was made too deep. Description of changes: field g3: date additional information was received by the manufacturer. Field g6: updated to "follow-up, # 1", checked "30 days". Field h2: selected "additional information". Field h10: added description of changes.

Event description:
On (B)(6) 2023, we received a report that a follow up od surgery was performed on a patient. The patient had underwent a ptk surgery after having smile surgery on (B)(6) 2023. The ptk procedure is an after-treatment and an additional medical intervention which was taken in order to prevent permanent and/or temporary impairment. At present, the patient is still in the recovery period after surgery, and no more treatments have been performed.

Manufacturer narrative:
The issue likely occurred due to the patient's anatomical peculiarities. A device malfunction can be excluded. With the current information, there is no indication of any malfunction of the zeiss device which could have contributed to the reported surgical outcome.